Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. On visual inspection, it was observed that the cord was in used condition. The male tip was found broken, the fibers were exposed. When performing the functional test, the female end tip was directed to a light source, the light emission of the device was poor and grainy. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint can be confirmed. The possible root cause for the reported failure can be attributed to hard use; since this device is reusable, the continuous heavily use can caused damages in the device, such as the broken male tip. Also repeated use and the continuous sterilization processes can contribute to the progressive optical fiber degradation which can lead to poor light transmission, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional that the cord fibers were out on the light guide olym-acmi_3.5mmx3.0m device. During in-house engineering evaluation, it was determined that cord was in used condition, the male tip was found broken, and the fibers were exposed. It was further determined that when performing the functional test, the female end tip was directed to a light source but the light emission of the device was poor and grainy. There was no procedure nor patient involvement reported. No additional information was provided.